Event description:
On (B)(6) 2012, the patient contacted animas and reported that she experienced a blood glucose (bg) value over 600mg/dl with no symptoms. The patient reportedly did not bolus in response to her bg. The patient reportedly had surgery 4 days prior due to health issues unrelated to the complaint. Customer support (cs) reviewed the pump with the patient and noted that the pump appropriately emitted an occlusion alarm. A review of the pump history indicated one auto off/on on (B)(6) 2012 at 9:37am. There was no indication of pump malfunction and the pump is not being returned. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg excursion based on the following reasons: the patient did not bolus for the high bg, the patient did not respond appropriately to alarms that the pump appropriately emitted and due to the patient taking several medications for other health issues unrelated to the complaint.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.